Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair approximately ten years ago and the mesh was implanted to treat double hernia. The patient had complications and would be undergoing surgery on (B)(6) 2019, for mesh removal. The reason for revision is unknown. No further information is available.